Manufacturer narrative:
Correction to h6 based on additional information. According to the instructions for use (IFU), cardiovascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered transfemorally. Assessment of the patient's vasculature CT images will aid in determining areas of reduced vessel diameters. The operators are trained to measure the minimal lumen diameter of the vessel. The physician training manual also lists the minimum recommended vessel size for each size device. Difficulty tracking the delivery system (ds) and crimped valve through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, this may lead to the valve deployed in the aorta, or additional intervention being required to remove the devices. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, no allegation or indication a product deficiency malfunction contributed to this event. The root cause of the event was likely a combination of patient (pre-existing stent) and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 23mm sapien 3 ultra valve, while aligning the valve, they noticed something on the wire, which ended up being a covered stent that had embolized from below into the descending aorta. The decision was made to remove the initial valve and delivery system and then attempt to retrieve the covered stent. After multiple attempts, the covered stent was retrieved. They moved forward with the tavr and inserted a 16 fr esheath and successfully delivered the valve with no vascular injury to the patient. The covered stent was on the wire, (not stuck in the edwards devices) that had been originally implanted in the profunda artery (below the access site of the esheath). Upon follow up with the physician regarding the perceived root cause, it was believed that the covered stent likely dislodged when the esheath went in since the wire was through the covered stent and caused it to 'wave' like a flag on the tip of the esheath.